Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell three of four. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could cause or contribute to the alarm. The power was cycled to clear the alarm. The patient was advised to start therapy over using new supplies or to finish therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.